Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -15.0/1.5/109 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2024. The patient experienced low vaulting. Intraoperatively the lens was removed and replaced with a longer length lens and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).